Manufacturer narrative:
Unknown

Event description:
A patient was undergoing continuous renal replacement therapy (crrt) with a prismaflex m150 set. During treatment, and after two changes of the effluent bag, the luer lock of the effluent line broke off inside the effluent bag. Treatment was stopped and the blood in the circuit was returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.